Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and customer said that system does not start properly started with geometry then system does not start. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse reloaded software of the suite pc. After which, the system was the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system does not start up. The device was outside in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.